Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited greater than two seconds of right ventricular (rv) loss of capture (loc), and the patient was admitted to the hospital due to syncope. Troubleshooting revealed no noise or oversensing with isometrics. No out-of-range impedance measurements noted on the rv. Split polarity was noted; the device was pacing in unipolar and sensing in bipolar. Programming was switched to unipolar; and rv impedance measurements remained within range. This device remains in service. No additional adverse patient effects were reported.